Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the power supply and backplane, and reseated all connectors and power supplies. The system was tested and is operating as intended.

Event description:
The customer reported that there was a generator error message on the 6800 system. No patient injury was reported.